Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted that while grasping with the clip, the posterior gripper would not lower. Troubleshooting was performed, but unsuccessful. The clip was safely removed from the patient and exchanged. The procedure was then concluded with three implanted mitraclips, resulting in a mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the single gripper actuation issue (during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a